Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data revealed the device was worn for the 7 of the 14-day prescribed wear period. On day 3, the patient and the hcp account was notified that the device was approaching the maximum transmission limit, and a replacement device was sent. Although the transmission limit was reached on day 4, there were no arrhythmias that met auto-detection criteria that were not transmitted as a result of the transmission limit being reached. The patient¿s hcp was notified of an arrhythmia (high grade av block) when the final report was delivered, however the arrhythmia did not meet auto-detection criteria for transmission during wear. No adverse events, such as death or serious injury, are known to have occurred, and there was no malfunction of the device. The algorithm is performing within its sensitivity specifications and according to its intended use. Irhythm provided a copy of the report to the hcp upon request. The at clinical reference manual states in the ¿indications for use¿ section that ¿the device has a maximum limit of transmitting cardiac events. When the patient is approaching a maximum transmission limit, an additional device is sent to the patient." Also, ¿the reports are provided for review by the intended user to render a diagnosis based on clinical judgment and experience.¿ it is the physician¿s responsibility to render a diagnosis, as irhythm provides preliminary findings only. This event is being reported per 21cfr 803 as a product problem /malfunction, although there was no malfunction identified, in response to mw5170927. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On june 10, 2025, irhythm received a medwatch report (mw5170927). In the report the patient stated they underwent a transcatheter aortic valve replacement (tavr) procedure. According to the report, upon hospital discharge, they were prescribed a zio at, intended for 14 days of wear. Three days later, the individual received a phone call from an irhythm representative reporting what the patient believed to be an anomaly with the device. They were instructed to remove the patch and return it to irhythm using prepaid usps shipping. The report states the patient received the replacement patch, applied it, and mailed back the original device. Subsequently, the patient¿s cardiologist contacted them and directed them to the emergency room, resulting in a pacemaker implantation surgery the following day. According to the cardiologist, irhythm had notified that the zio-at patch had detected multiple high-grade av blocks during the monitoring period. In the report the patient stated that they are concerned as to why the cardiologist learned of the arrhythmias 16 days later. A member of irhythm¿s clinical team informed the patient that the high-grade av blocks had not been transmitted while the patch was being worn but were only identified during post-use analysis of the returned device (the final report). No adverse events, such as death or serious injury, are known to have occurred.